Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a piece from the prograsp forceps instrument fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused a piece of the prograsp forceps to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a circular piece located between the jaws of the prograsp forceps instrument "popped off" and fell inside the patient. The broken piece was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the surgeon was attempting to remove the prograsp forceps instrument from the trocar but it was getting stuck. At that time it was noticed that the hinge pin was protruding. It then slipped out and fell inside the patient. The broken piece was retrieved with a unspecified grasper instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure mode. The instrument was found to have the grip pin missing. The piece was not returned. The prograsp forceps instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint is being reported due to the following conclusion: during a da vinci-assisted myomectomy surgical procedure, it was alleged a piece of the prograsp forceps fell inside the patient and was retrieved. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.